Event description:
The distributor contacted animas on (B)(4) 2013 alleging the display screen was blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the pump powered on with a blank display screen. The pump¿s audible and vibratory alarms were operational. The pump was opened for investigation and revealed the display was cracked.